Manufacturer narrative:
The investigation into the access site bleeding and the limb ischemia has been completed since the original report was filed. No benchtop analysis was possible to determine the root cause. Since the medical center did not return the impella device, the root cause of the access site bleeding and the limb ischemia was not determined. The failure mode will be monitored and trended.

Event description:
The complainant reported a 51 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support, during which, the patient developed an access site hematoma/bleed. Attempts to achieve hemostasis were not successful, therefore, the pump was removed. Two units of blood products were required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿